Event description:
There was no audio alarm during extended self test. The co's customer support engineer (cse) inspected the device and could not duplicate the problem. The cse replaced the alarm assembly and front panel printed circuit board as a precaution. The unit passed extended self testing. It is not verified that the alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.